Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented with back pain on (B)(6) 2014 and a type ib endoleak successfully treated on the same date with the placement of an iliac limb extension followed by ballooning. After the re-intervention, the patient returned to a different hospital on an unknown date presenting with a type ib endoleak. A second re-intervention was performed to coil embolize the right hypogastric artery and extend the distal seal with two covered stents which successfully excluded the aneurysm. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Remains implanted.